Event description:
It was reported that during the implant attempt when the device was being placed in the pocket the lead broke approximately five inches from the pin about half an inch before the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): partial lead was returned in segments and primary analysis revealed that the proximal conductor was distorted. There was blood/body fluid on the proximal conductor (not obstructed) and helix/lobe mechanism. The outer insulation was breached cut. The lead appeared to have been damaged at implant. Visual analysis revealed that the location of the distorted proximal conductor and cut outer insulation cannot be determined since the lead was returned in two pieces and the length of the lead is unknown.